Event description:
An astron self-expanding stent system was chosen for treatment of a moderately calcified lesion (80 percent stenosis degree) in the moderately tortuous part of the iliac artery. The astron stent was released in the target lesion but a stent shortening occurred. Another stent was implanted to finish the procedure.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the stent has been fully released. In the as-returned state, the distal end of the outer sheath was located about 6 mm distal to the proximal radiopaque marker. Stent imprints in the outer sheath show that the stent was properly crimped at the time of delivery. The device shows no damage or irregularity besides two kinks about 92 mm and about 950 mm distal to the t-connector. However, the kinks were most likely induced during re-packaging for the return shipment. Functional testing confirmed that the outer sheath can be normally retracted. The introducer sheath and the guidewire used in the intervention were also not returned. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. Please note that the IFU advises the user to select the appropriate stent size based on the diameter of the artery adjacent to the lesion according to the stent size selection table in the astron IFU.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the stent has been fully released. In the as-returned state, the distal end of the outer sheath was located about 6 mm distal to the proximal radiopaque marker. Stent imprints in the outer sheath show that the stent was properly crimped at the time of delivery. The device shows no damage or irregularity besides two kinks about 92 mm and about 950 mm distal to the t-connector. However, the kinks were most likely induced during re-packaging for the return shipment. Functional testing confirmed that the outer sheath can be normally retracted. The introducer sheath and the guidewire used in the intervention were also not returned. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. Please note that the IFU advises the user to select the appropriate stent size based on the diameter of the artery adjacent to the lesion according to the stent size selection table in the astron IFU.